Manufacturer narrative:
This report is submitted on november 8, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on june 03, 2019.